Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. A plug and cable were repaired. The system was tested and operates as intended.

Event description:
The customer reported that the stenoscop system road mapping mode did not work. No pt injury was reported.